Manufacturer narrative:
Unable to decontaminate and ship.

Event description:
The user facility reported that during use of the reflex surgical trocar with internal shield, 5mm diameter in a laparoscopic procedure on (B)(6) 2016, the distal end of the trocar was broken in the surgical site. This was discovered near the end of the procedure and as the surgeon was preparing to remove the ports and noticed a small fragment on the surface of the omentum. The broken fragments were removed and x-ray was taken to determine if these were metal or plastic and found it appeared to be plastic. Once the port was removed, tiny fragments of plastic missing from the end of the port were consistent with fragments found and removed. The procedure was otherwise completed as planned with no further complications or serious injury reported. As reported, the used device is not expected for evaluation as the unit was not returned from the user facility. However, a photo of the "used/damaged" trocar was provided. Visual examination of the photo found the distal end of the cannula appeared to have sustained mechanical damage. Without the actual product, a physical evaluation could not be performed and the root cause of the reported problem "distal tip breakage" was unable to be determined. The complaint did state, "some contact between trocar and port occurred" presumably during insertion and/or use of the devices. Based on available information it is believed that the most probable cause of this reported problem was due to the trocar came in-contact with another instrument during use. This lot was manufactured on (B)(6) 2015. A review of the device history record for this lot found no ncr's and no note of discrepancies during the manufacturing process that could have caused or contributed to reported breakage. The cannulas used in this lot are part #16-235, lot #803085. The cannula is a vendor item and the certificate of conformance indicated that the product from this lot #803085 met final inspection and product release acceptance criteria. There was no other similar complaint received for this item and lot number combination. A 2-year review of product history for this device showed no other reports received for "distal tip breakage". This is an isolated incident. During this same 2-year time frame, over (B)(4) units were sold worldwide, making the occurrence rate for this reported failure mode (B)(4) percent. This failure mode is addressed in the risk document and the safety risk has been found to be acceptable. To date, there have been no patient long term adverse effects reported for this type of breakage or the use of this device. No further action is planned at this time. There was no patient or user injury with this reported incident. This report is filed on the basis of potential injury with recurrence.